Manufacturer narrative:
Upon analysis of the returned product, a fault which may lead to a medical consequence was found. The fault could have led to the pt receiving a too high dose and experiencing hypoglycemia. Due to this fault, this case was reclassified as a reportable incident. Analysis result: technical, visual, and functional examinations were performed. The device was tested with a random penfill cartridge and a new novofine needle mounted. The device was disassembled. The push-button may block and the piston rod moves backwards during dosage selection. An internal part is broken, but due to the pen construction, the dose accuracy is not affected. Conclusion: the observed problem on the push-button is due to incorrect handling during use. Company comment: upon analysis, a fault which could lead to an incident was identified. The push-button was blocked and the piston rod moves backwards during dosage selection. An internal part in the pen is broken, but due to the pen construction, the dose accuracy is not affected if the pen is used according to the instruction. However, if the customer after changing the penfill is setting the dose before returning the piston rod and neglecting to prime the pen, the pt could receive a too high dose and experience a hypoglycemic event. The fault should initially be obvious to the pt, because of the change in injection force and the overall risk of an adverse event is considered minimal. Final comment from the MFR: (B)(4) 2011: during investigation of the device, a fault which could lead to an incident was identified. One case has reported adverse events, in connection to a fault similar to that in case (B)(4). It was evaluated that the fault found did not have a causal relationship with the adverse events reported in the case. The reporting rate for the reports, where a similar fault as that seen in argus case (B)(4) has been found, is low. Eval summary: technical, visual, and functional examinations were performed. The device was tested with a random penfill cartridge and a new novofine needle mounted. The device was disassembled. The push-button may block and the piston rod moves backwards during dosage selection. An internal part is broken, but due to the pen construction, the dose accuracy is not affected. Conclusion: the observed problem on the push-button is due to incorrect handling during use.

Event description:
Overwinding of the piston rod and then blocking of the pen. [Device failure]. Case description: the incident does not represent a serious public health threat. Medical device info: class iib. This spontaneous case from (B)(6) was reported by a consumer as "overwinding of the piston rod and then blocking of the pen" and concerns a pt, age and gender unk, using novopen 4 from an unk date to an unk date for device therapy. Pt's height: not reported.